Event description:
The patient reported their device has never working properly and is now causing bad shocks down their leg. The patient was scheduled to meet with the commercial team member to troubleshoot on (B)(6) 2026. However, the patient cancelled the morning of and the appointment was rescheduled for (B)(6) 2026. The patient cancelled the appointment on (B)(6) 2026 and stated they did not want to reschedule the appointment at this time. The patient is not currently using the device. No further information is available at this time.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed. However, the questionnaire was completed with limited information. Potential causes of shock include: programming parameters, migration, interference from a non-curonix device, the patient having contraindicating conditions, severe force applied to the implant (patient fall, accidents), and the device being used off-label. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.